Event description:
It was reported the female pt had a continuous peripheral nerve block catheter placed on (B)(6) 2012, for shoulder surgery. The catheter worked and the procedure was successful. However, when attempts were made to remove the catheter on (B)(6) 2012, they were unsuccessful. That (B)(6) afternoon, an anesthesiologist cut the catheter leaving 2 inches showing outside of the insertion site because of sterility concerns. The catheter was surgically removed the following (B)(6) afternoon.

Manufacturer narrative:
(B)(4). Sample will not be returned.